Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm and several no delivery alarms. Customer's blood glucose was 488 mg/dl at the time of the incident. Customer treated with a manual injection. Customer is reporting a past event. Customer reported that the no delivery alarm occurred during manual prime. Customer reported that the event was resolved by doing a complete set change.